Event description:
Information was received that this smiths medical cadd cassette reservoirs experienced issues with patient returning the cassette reservoir with remaining volume in excess of the 6%. Reported that this issue was primarily with the 100 ml cassettes, also having instance with the bag set-up as well. No reported adverse effects.